Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during a total hip arthroplasty on (B)(6) 2015, the thread of the acetabular cup stripped when the inserter was used to implant the cup. A competitor inserter was used to implant the cup. The acetabular cup with the damaged threads is implanted in the patient. There was a delay in surgery greater than 30 minutes as a result.